Event description:
It was reported that the patient's atrial lead exhibited undersensing. No intervention was performed and patient condition was unknown.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5122804.